Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) was powered off by itself was confirmed based on the review of the archive data but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The root cause of the reported error could not be conclusively determined as the issue was not reproduced. During the visual inspection, unrelated to the reported complaint, noticed the front enclosure at the front-end area and the bottom enclosure at the screw well area were observed cracked and appeared to be the characteristics of user mishandling such as a drop. The front and bottom enclosures were replaced to remedy the observed issue. In addition, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover was replaced to address the damage. A review of the archive showed the platform stopped compressions and displayed a fault code 29 (loss of brake connectivity) error message, (ua) 17 (max motor on time exceeded during active operation), followed by (ua) 28 (loss of clutch connectivity) error messages and the platform powered off on the reported event date, thus confirming the customer's reported complaint. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification. However, based on the max load sum, the take-up target, and the encoder take-up end values indicate the patient chest circumference was a regular size patient. The autopulse platform passed initial functional testing without any fault or error. The error messages observed in the archive data were not reproduced during the functional testing. The fault code 29 and (ua) 28 error codes indicate that there was a loss of connectivity to the circuitry for the system clutch and brake. The brake and the clutch cables from the drive train motor were verified and checked to be installed and seated securely to the power distribution board (pdb). The pdb was replaced as a preventive precautionary measure as the pdb may have had some intermittent defect that could not be directly identified during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
During patient use, the autopulse platform (sn (B)(4)) was powered off by itself. There were no user advisories displayed on the platform. The user replaced the battery and restarted the platform, however, the device powered off again. The manual CPR was performed during the troubleshooting. No consequences or impact to patient.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.